Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities; x ray generator not initializing. Found stand alone board failed and x ray relay stuck on. Replaced stand alone board and x ray relay. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The x-ray relay control board was returned to the manufacturer for analysis. It found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The stand alone x-ray board was also returned to the manufacturer for analysis. Confirmed reported problem, "stand alone board failed - no output " from a visual check r21 on board is damaged. Board failed bench test. No power, on +15 vdc, and 110 vac. The reported issue was found to be related to an electrical failure mode; defective printed circuit board assembly (pcba).

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the site had an issue with the imaging system becoming unresponsive. The gantry was unable to open during a case. No patient information was available at time of call. The surgeon opted to complete the procedure without the use of that imaging system, instead using the a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.